Event description:
It was reported that the customer was hospitalized for hyperglycemia, with a blood glucose reading of 453 mg/dl. The customer stated she was using a paradigm silhouette insulin infusion set and changed her set 3 days before the event. The customer then stated that she changes her set every 3-4 days. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime and the self test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.